Manufacturer narrative:
(B)(4).no lot or batch number was provided therefore a device history could not be done.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a band to roux-en-y revision procedure, on either the fourth or fifth firing, using a reload and no buttressing, many of the staples did not form in the patient tissue. Many of the staples didn't pierce and go into the tissue, however the staples formed outside the tissue. A few of the staples did deploy into the tissue. Most of the staples which did not go into the tissue appeared to have a "b" formation, but a few appeared to be mangled. The surgeon then stapled proximal to the area where this occurred and removed the affected tissue. A second like device was already in use for the procedure and was then used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # n53023. The analysis found that one plee60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.